Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The anatomy was described as being normal, without calcification or tortuosity. It was reported after the talent stent graft was implanted, a proximal type I endoleak was evident on the angiography run. In order to confirm this was not a type IV endoleak, the physician elected to balloon the proximal portion of the stent graft and acquired another angiogram of the distal portion of the stent graft. The physician elected to implant another manufacturer's stent in order to ensure good apposition; however, the type I endoleak was still present. The physician decided to not intervene any further but to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: endoleak. Evaluation codes, conclusions: unknown cause of endoleak.